Event description:
The customer reported bpm was under 80 and the alarms were not sounding. The baby was revived after birth and the baby is currently stable at the neonatal ICU.

Manufacturer narrative:
(B)(4). The customer reported bpm was under 80 and the alarms were not sounding. The baby was revived after birth and the baby is currently stable at the neonatal ICU. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.